Event description:
It was reported that the shell inserter fractured during impaction of the shell. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4).this follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device fractured into two pieces at the center. Strike plate shows indentations from previous uses. Threaded tip and handle body show nicks and gouges. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.